Event description:
Reference number (B)(4). Event occurred in the united kingdom. On 17-june-2024, it was reported by the patient that four infusion sets fell off during use. Infusion set was in use for 1 day. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1933169 - MDR 3003442380-2024-19255 - device 4 of 4.